Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced asystole after pocket closure. It was suspected that this was due to air bubbles from implant. There were no adverse patient effects noted. There was no tests being run at the time, telemetry monitor had a flat line, a rhythm did return. There were no electrograms available for that period of time. The field representative suspected approximately 3 seconds of pacing inhibition. The physician manipulated the pocket and was able to produce what appeared to be air bubbles. The field representative was going to re-evaluate the patient the next morning. To date, no further complications have been reported.

Manufacturer narrative:
(B)(4). As of today, this product remains in-service with no further complications. Should additional information become available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.